Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) provided did not match manufacturing records. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens implant the patient experienced a corneal and scleral burn tunnel burn. The system repeatedly reported an occlusion, the tone was heard by the surgeon. The handpiece was exchanged to complete the surgery. There was no collapse of the anterior chamber. The surgeon believes the burn is related to incorrect irrigation from the phacoemulsification handpiece. It was necessary to suture the wound closed. Corneal opacity was also noted.